Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasion at 21.5cm from connector pin, consistent with friction to the ICD can.

Event description:
It was reported that the patient presented in hospital after receiving shocks. Noise was noted on the ventricular channel. Alert received indicating possible hv lead damage. Lead was explanted and replaced.